Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. This can cause very high or a very low blood glucose." H3 other text : device not returned.

Event description:
It was reported that the customer experienced a "high" blood glucose (bg) level on the continuous glucose monitor (specific bg value was not provided). Cause was not known. A correction bolus was delivered to address bg. Reportedly, the cartridge had been in use longer than labeling guidelines state. Tandem technical support educated the customer on cartridge and insulin labeling. Recommendation was made to consult with a healthcare provider regarding diabetes management.